Event description:
In (B)(6) 2011 a patient with recurrent and chronic diverticulitis underwent a laparoscopic possible open sigmoid colectomy. During the anastomosis, the 28 mm eea stapler partially fired leaving a clean cut on the descending colon with no staples. The operative report states that an end to side colorectal anastomosis was attempted and upon removal of the eea stapler from the rectum, it was clear that only one end of the stapler had fired. The anvil in the descending colon had been completely excised leaving a clean cut on the descending colon with no staples. The portion of the stapler through the rectum apparently did not fire and there were multiple unbent staples and open defect anteriorly in the colon. The edges of the defect appeared to have a clean cut, but there were staples in the tissue and around the tissue that were unbent. The eea stapler was placed in a bag along with the loose staples which were removed by hand to be reported back to quality control.